Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
An anchorage 3.5 x 24 mm non locking screw plss3524 did not engage the compression hole of the lapidus cp plate plp27371. The screw went through the hole and part of the head of the screw sheared off.

Manufacturer narrative:
Investigation summary: the reported event that anchorage plate had a screw through the plate during surgery could not be confirmed, since the device was not returned for evaluation. The root cause of this positioning issue has been identified as a design issue. This problem has been identified during nc 565281 and is addressed by CAPA 635638. A new design will be implemented as soon as validated. As no plate has been returned and this surgery has been completed successfully, no credit note will be provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Device was never return.

Event description:
An anchorage 3.5 x 24 mm non locking screw plss3524 did not engage the compression hole of the lapidus cp plate plp27371. The screw went through the hole and part of the head of the screw sheared off. New information: the broken screw was removed and a new screw was implanted. The facility discarded the broken screw when the set was being cleaned for pickup.